Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error the motor arm cannot communicate with the main arm and hardware low level failures. Customer blood glucose level was unknown. Customer was able to successfully clear the alarm and self test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures error are confirmed in device history file due to a broken trace at keypad assembly. No the motor arm cannot communicate with the main arm noted during testing.